Event description:
Initial report states: "we had an incident on friday, in which the black tip of the whorley cs catheter separated from the sheath while in the cs."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to the tip segment exceeded material strength. Ro tip fractured. Device was not returned for evaluation. Thomas medical products, inc. Has made several attempts to obtain additional information and to date none has been provided. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.